Event description:
Completed medwatch rec'd reporting a hemolysis event. The pt was dialyzed on 9/6 without problems being identified during the treatment. The pt had presented to the clinic offering no complaints. Post treatment, the pt complained of nausea, cyanosis of the fingertips was also noted. The pt was medicated with phenergan and was discharged from the facility to home. The pt contacted the physician later in the day complaining of nausea, and shortness of breath and was referred to the acute care hosp for eval and was subsequently admitted. The pt was diagnosed with pancreatitis and acute hemolysis. The pt remained in the hosp until 9/23. The director of nursing reports that the pt dialyzes at a blood flow of 350cc/min, needle sizes for both access sites are 16g x 1 inch and the pt normally has a venous pressure of 220. The day of the event the venous pressure was noted to be 100. No visible kinks were noted in the bloodlines. The staff routinely checks for the presence of kinks at the initial set up of the dialyzer and during the treatment when vital signs are monitored.